Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact dates were not provided by hospital. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that "several" unknown device failures had occurred after puncture closures of unspecified vessels were attempted using a proglide device after unspecified procedures. The method of achieving hemostasis was not reported. The number of patients, procedures, and number of proglide devices used was not provided. The name of the physician who performed the closure procedure was not provided by the hospital; therefore, it is not known if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.